Manufacturer narrative:
Inspected 1 opened/used partial sensor and unable to confirm insertion/needle complaint due to customer returned sensor only, no needle. (B)(4).

Event description:
The customer reported via phone call that the sensor broke off. The customer's blood glucose was 150 mg/dl at the time of incident. The sensor was returned for analysis.